Event description:
It was reported that on (B)(6) 2022, therapy was initiated with an unknown intra-aortic balloon pump (iabp) on a patient with ventricular septal perforation (vsp). On (B)(6) 2022, as the patient had been in stable condition, iab therapy was completed. However, later on, the patient¿s condition got worse due to the patient disease. On (B)(6) 2022, a second iab was inserted in the patient and therapy was started again. It was noted that another manufacturer's sheath was used. Some time passed before the patient went into shock and hypotensive state which continued for approximately 15 minutes. Therefore, surgical intervention was performed. The patient recovered normally from anesthesia without any issues and the patient¿s condition began to improve. After a while, the patient¿s condition was gradually declined. An external pacemaker was used for the patient¿s treatment. On (B)(6) 2022, the patient expired. It was noted that the console did not generate any alarms throughout therapy. As the cause of death was unable to be determined, computed tomography (CT) was performed. The CT revealed the evidence of air embolism around celiac artery and superior mesenteric artery. There was no evidence of air embolism within the brain. The associated intra-aortic balloons has bee reported under medwatch report 2248146-2022-00196.

Manufacturer narrative:
Device not accessible for testing : at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. If additional information is provided, a supplemental report will be submitted. Not returned to manufacturer.

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: g1(contact person). The iabp unit was not required to be evaluated and repaired since there were no anomalies or malfunctions noted on the iabp unit. No additional information is available.

Event description:
N/a.